Event description:
It was reported that a remote device data alert was received for a high, out-of-range pacing impedance measurements (>3000 ohms) from the left ventricular (lv) lead. This data was forwarded to the monitoring healthcare facility and it was recommended to assess the lv lead in-clinic at the next follow-up appointment. The lv lead is not a boston scientific product. At this time, the system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a remote device data alert was received for a high, out-of-range pacing impedance measurements (>3000 ohms) from the left ventricular (lv) lead. The lv lead is not a boston scientific product. Recently, additional alerts for out-of-range pacing impedance measurements were received. Upon further review, loss of capture and noisy signals were noted. This data was forwarded to the monitoring healthcare facility and it was recommended to assess the lv lead in-clinic at the next follow-up appointment. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that a remote device data alert was received for a high, out-of-range pacing impedance measurements (>3000 ohms) from the left ventricular (lv) lead. This data was forwarded to the monitoring healthcare facility and it was recommended to assess the lv lead in-clinic at the next follow-up appointment. The lv lead is not a boston scientific product. At this time, the system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a remote device data alert was received for a high, out-of-range pacing impedance measurements (>3000 ohms) from the left ventricular (lv) lead. The lv lead is not a boston scientific product. Recently, additional alerts for out-of-range pacing impedance measurements were received. Upon further review, loss of capture and noisy signals were noted. This data was forwarded to the monitoring healthcare facility, and it was recommended to assess the lv lead in-clinic at the next follow-up appointment. At this time, the system remains implanted and no adverse patient effects were reported. It was reported that an alert was generated for left ventricular automatic threshold (lvat) detected as greater than programmer amplitude or suspended. Historical lv trend data showed frequent high measurements. The alert has been programmed off. The device remains in service with a competitive lead. No adverse patient effects were reported.